Event description:
Harmonic handpiece overheating. Replaced handpiece. No further incidence of device overheating.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. Through follow-up with the surgeon, it was stated that the device was explanted, due to paravalvular leak. The cause of death was not provided. No other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. 09/17/2009 per response from surgeon. The device is not available for return.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.